Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation signal on the right ventricular channel. Additional information provided from the field indicated the issue appears to have resolved on its own. At this time no intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.